Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacturer report number 9617229-2023-02876. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient's representative reported the patient is suffering pain, hardening of the breast and capsular contracture baker grade iii and double capsule. Device has been explanted. This relates to the right side.